Event description:
A nephrostomy catheter was used for therapeutic purposes. During the procedure, the catheter fractured into three pieces. There are no plans to remove the fragments and a stent has been placed to bypass device pieces. There were no other complications reported and the patient is doing fine.